Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged a loss of prime issue had happened 3 or more times with the cartridge. The patient developed a blood glucose of 286 mg/dl with unspecified ketones and a strong, fruity, breath odor. The patient received treatment at the doctor's office. During troubleshooting, customer support found the patient was not using the cartridges per IFU and attributed the bg excursion to training/misuse. This complaint is being reported as the patient developed subsequent to a use error.